Manufacturer narrative:
Evaluation: results - patients condition affected the effectiveness of the device (calcified and tortuous lesion with 90% stenosis), inherent risk of procedure (stent deformation), deformation problem; conclusion: results - device failure related to patient condition (calcified and tortuous lesion with 90% stenosis), known inherent risk of procedure (stent deformation). (B)(4).

Event description:
The physician was attempting to use a endeavor resolute (rx) drug eluting stent to treat a lesion in the lad exhibiting 90%. It was reported that the lesion was calcified and tortuous. The device had been prepped prior to use. During the surgery, the device could not pass the lesion. The physician used a new device to complete the surgery. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed evaluation summary: there were no kinks or damage noted to the delivery system. The 10th distal segment had evidence of stent deformation; the struts were raised and stretched.. The 16th distal segment had evidence of misalignment. The distal tip of the device had no evidence of damage . Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).